Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no esc button response due to flatten button dome switch. No button error alarm noted. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump and one of the buttons was stuck. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 127 mg/dl. Nothing further was reported.